Event description:
Pt status post plate and screw implantation on an unk date. It was discovered the plate and two screws broke post operatively and there was a non-union. The pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware and revised the pt with a nail and locking screws. This is one of three reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.